Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. No unexpected numbers ramping on their own noted. No moisture damage found inside the device. It was also received with cracked display window corner and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and the buttons would not respond after it was exposed to rain while the customer was sitting outside the pool. She also reported that the screen was scrolling on its own and that water comes out when pressing the buttons. Blood glucose value was 157 mg/dl. It was stated that the insulin pump had no cracks, but fluid was seen inside the lcd display. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.